Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced infusion set detachment event on (B)(6) 2026. The infusion set detaching from the quick release (qr) . The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 400 mg/dl and the patient was treated with insulin pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.